Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that trouble with pressing with buttons his insulin pump at times. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that he may not be pressing button properly. Customer states that insulin pump had low battery. Customer calling back within 1 week after previously completing low battery troubleshooting. The insulin pump will not be returned for analysis.